Event description:
Pt developed glossitis and burning mouth after receiving porcelain veneers. Pt reported being allergic to acrylic. It was suspected that the panavia 2.0 cement made by kuraray was the cause of the reaction since it contains acrylic. Glossitis and burning mouth improved when the veneers and panavia cement were taken out and replaced with porcelain crowns and a non-acrylic cement. Pt reported acrylic allergy before the dentist placed the veneers. Kuraray puts a warning on the panavia not to use it in people with acrylic allergies. That makes this a product use error by the dentist as well as an adverse event. Dates of use: (B)(6) 2004 to (B)(6) 2006. Event abated after use: yes.